Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays a red "x" and inappropriately shuts down beore a test ok is heard. Complainant indicated that there was no pt involvement in the reported malfunction.